Event description:
The customer reported the evis exera ii video system center display intermittent image during maintenance. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device will not be sent in for evaluation and repair since its working as normal. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned, the phenomenon could not be reproduced. As a result, the root cause could not be identified. Olympus will continue to monitor field performance for this device.